Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use error and there was no allegation of a product malfunction. Therefore, a batch review and sample evaluation will not be conducted.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable because the supply bag was not connected correctly. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review was not conducted. Labeling review found labeling to be adequate for the user error identified in this report. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm on the homechoice (hc) machine during dwell 3 of 3. Per the home patient (hp) she turned the hc off and after 2 hours she turned the hc back on and got the cassette and bag off the cycler. Product surveillance contacted the hp on (B)(6) 2011. The hp stated they did not properly connect one of the lines from the cassette to the supply bag. Per hp, they did not receive any injury or medical intervention as a result of this incident. The hp stated that they were doing fine and continuing therapy without issues. No further information was provided.